Manufacturer narrative:
(B)(4). The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, coincident with peritoneal dialysis therapy. The suspected peritonitis was manifested by turbid effluent. The cause of the suspected peritonitis was unknown. On the day of onset, the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the suspected peritonitis event. Extraneal and physioneal therapies were ongoing. It was not reported if the patient was recovered or was recovering from the suspected peritonitis. One day following onset, the patient was trained on the proper aseptic technique. No additional information is available.